Event description:
It was reported that a spectrum infusion pump was alarming "system error 322". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the "system error 322". The software was upgraded per the approved remedial action activities and to address potential non-mechanical issues. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.